Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was noted that the right ventricular lead impedance and threshold had increased. Replacement of the lead is anticipated and the patient is in stable condition.